Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure, the intraocular pressure (iop) control was unstable and the patient experienced "enophthalmos" even though iop was set at 30 mmhg. Subsequently, the surgeon turned the iop control off and the symptoms resolved after a "little while." The surgeon confirmed there was sufficient irrigation flow and was unsure why the event occurred. The case was completed without harm to the patient.